Event description:
A report was received that the patient was experiencing inadequate and painful stimulation. X-rays were taken and revealed a broken lead. The patient underwent a lead replacement and is doing well post-operatively.

Manufacturer narrative:
Sc-8352-50, sn (B)(4): the complaint has been confirmed. The returned paddle lead exhibited extensive damages. Visual inspection revealed that the paddle electrodes numbers 4, 5, 6, 7 and 8 are dislodged and not returned. It appears that the lead was exposed to excessive tensile force resulting to damage and dislodgement of electrodes. Additionally, the four proximal tails of the paddle lead were clean cut. The cables are exposed. The cut damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing inadequate and painful stimulation. X-rays were taken and revealed a broken lead. The patient underwent a lead replacement and is doing well post-operatively.